Event description:
Rptr had breast implants placed 8/91. She had infection and numbness in the surgical area, bleeding through the envelope and calcium deposits. According to 10/7/95 pathology report she had cystic mastitis, perilobular-fibrosis, severe vasculitis, calcification of the breast, atrophy of the breast tissue, inflammation and fibrosis, fibrocystic disease and muscle degeneration. She c/o: peripheral neuropathy, demyelinating neuropathy, anxiety &/or depression, organizational difficulty, lack of concentration, short-term memory loss, mood swings, procrastination, getting lost or confused, balance disturbances/vertigo/dizziness, multiple sclerosis, atypical m-s, stroke, cervical cancer, chest/rib cage pain &/or burning sensation, nerve damage, rapid deterioration and neuritis of eyes, chronic swelling, pain, discoloration (red or blue) and heat or cold sensitivity of extremities, raynaud's disease, frequent low grade fever, chronic diarrhea &/or constipation, esophagitis, duodentitis &/or gastritis, irritable bowel syndrome, heavy menstruation, substantial hair loss not connected with medications, frequent migraines/severe headaches, hypersensitivity or allergies to chemicals, molds, dust or pollen, insect bites or stings, unusual chronic infections, connective tissue disease, lupus, sjogren's syndrome, scleroderma, joint inflammation, swelling, pain/arthralgia, rheumatoid arthritis, persistent stiffness of joints, chronic unexplained muscle spasms, frozen shoulder, muscle pain & burning, myositis or polymyositis, fascitis, unexplained rashes, sun sensitivity, unexplained severe itching, chronic insomnia, non-restorative sleep, chronic fatigue syndrome, granulomas or silicanomas, clumsiness/drops things and misjudges distance/runs into objects. (*)